Event description:
It was reported the patient¿s lead was exhibiting high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with multiple internal broken wires, which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.